Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was positioned in the laa and was successfully deployed. After the device was deployed the patients blood pressure dropped and a large pericardial effusion was seen on the echocardiogram. The implanter obtained pericardial access and performed a pericardiocentesis. About a liter of blood was removed from the pericardium. At that point, it was determined that the effusion was continuing to grow so they decided to go to cardiac surgery and perform a sternotomy. A left atrium appendage clip was placed distally in the top of the atrium. The patient is doing well. She was extubated and discharged to the floor. She is back to baseline mental status.